Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event did not contain the smr software. The reported event was confirmed via review of the controller log files which revealed two (2) critical battery alarms involving a battery logged since (B)(6) 2014. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing had been performed on the reported device. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. CAPA(B)(4) investigated communication errors. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer due to critical battery alarms and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.